Manufacturer narrative:
(B)(4). One livewire duo-decapolar catheter, was returned for evaluation. The results of the investigation concluded the black shaft had been fractured and detached from the handle, as described in the event description. Functional testing was not possible due to the aforementioned damage to the device. The device met specifications prior to release from the manufacturing facility as supported by the device history record. The cause of the reported catheter entanglement remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
During an atrial flutter ablation procedure, the catheter became entangled on itself. The catheter was advanced into the coronary sinus but was pulled back for repositioning. It was then noted the catheter appeared to be stuck on itself and several unsuccessful attempts were made to untangle the catheter. An ice catheter revealed a thrombus on the tangled catheter. Snare devices were introduced from the femoral and jugular access sites to assist, but the catheter remained tangled. The catheter was then cut to successfully untangle and remove it from the patient, after which the procedure was terminated. There were no complications and the patient discharged the following day.